Event description:
Patient presented to the physician with a hematoma and wound dehiscence at the neck incision. Physician flushed the area with antibiotic wash, re-sutured the incision, and prescribed antibiotics.